Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor, u13 processor, and d2 diode were shorted. In addition, there was a failure at bga components u104 (pxa) and u1003 (pld) on the pca board. The cause of the inability to charge the battery pack is the contamination, shorted components and bga failure. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure cannot be positively identified. The root cause of the inability to charge properly cannot be distinguished between the contamination and bga failure. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not charge the test battery packs.